Manufacturer narrative:
During device evaluation at olympus, the image was found to be noisy due to a faulty cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the camera head had noise and there was poor electrical connector contact. The issue occurred during a therapeutic electrosurgery procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the communication failure occurred due to faulty cable. The event can be detected by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.